Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11048r55, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 3000 mcg/ml; 800 mcg/day via an implanted pump. The patient experienced a sudden change in therapy noted as stiffer, "a little confused" and foggy. There were multiple motor stalls and recoveries. A motor stall occurred (B)(6) 2015 13:38; motor stall (B)(6) 2015 05:53 with a motor stall recovery (B)(6) 2015 05:29; motor stall (B)(6) 2015. The patient did not recently have magnetic resonance imaging (MRI). The hcp wanted to silence the alarms and permanently disable the pump. The dose was turned down to 149 mcg/day and the patient was given oral baclofen. Patient history includes intractable spasticity and other spasticity. The cause of the event, interventions, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.